Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken wires harness(bezel assy. Replaced missing parts door assembly, display board assembly, door latch assy. Lvp keypad recall completed. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the bezel assembly device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 12/01/2018 to the present date 12/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the door assembly is broken/missing. No patient involvement.